Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned for this complaint, besides, a non bsc catheter was returned. The coil and delivery wire arms were not interlocked. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. The main coil was found kinked and stretched, besides, the fiber bundles had blood residues. The interlocking arm of the main coil was found detached. No more damages were found in the returned device. It was necessary to cut the microcatheter in order to release the main coil. Microscopic inspection of the delivery wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm inspected and no anomalies was found. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The main coil was stretched. The interlocking arm was inspected and was found detached. Dimensional inspection of the delivery wire that could be measured were performed and were within specification. Dimensional inspection of the no. Of distal fiber bundles, outer diameter (od) of zap tip and od of primary coil were performed and were within specification, however the no. Of proximal fiber bundles were lacking.

Event description:
Reportable based on device analysis completed on 19dec2019. It was reported that the coil stuck in the catheter. The target lesion was located in the internal iliac artery. A 20mmx40cm interlock-35 was selected for use. During procedure, it was noted that the coil stuck at the distal part of the catheter and was directly removed from the patient without any intervention. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed detached interlocking arm and lacking fiber bundles.